Manufacturer narrative:
(B)(4). Only month and year are known. It is assumed first day of the month (month) that the complaint was received. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported via the risk manager, "received notice of claim from attorney for patient stating that claimant underwent lap sleeve gastrectomy and incarcerated umbilical hernia repair surgery. Patient was readmitted two weeks later and CT demonstrated partial occlusion of the superior mesenteric vein. One month following initial surgery, patient was taken back to surgery where 12 l of purulent succus was found in between all loops of small bowel in a walled off abscess as well as along both pericolic gutters and down into the deep pelvis which was evacuated. The patient was also found to have a segmental area of small bowel approximately 38 inches beyond the ligament of treitz that was frankly necrotic and complete necrosis of his omentum was noted. This was resected and a wound vac was placed. Remaining small bowel appeared congested and thickened consistent with chronic mesenteric venuous congestion. Two days later, patient was returned to the operating room where a side to side anastomosis was hand sewn. 11 days later, patient was returned to the operating room where abscess was again noted and drains were placed. Two days later, patient was again taken to operating room where succus appeared to be coming from the anastomosis which was at least three quarters incorporated into scar. 19 round jp drains were placed and a vac drain was placed as well. No further information is provided as to patients current condition or additional treatment."

Manufacturer narrative:
(B)(4).